Event description:
Per the clinic, the device was explanted due to the patient's report of headaches. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device.

Manufacturer narrative:
(B)(4).